Event description:
Procedure type: gastric bypass. According to the reporter: load half fired on stomach and was unable to release from the tissue. The load had to be cut out. The surgeon took extra stomach to finish the case and had to cut around the reload that wouldn't release. Another device was applied, the echelon with reload to finish the case. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. No buttress material was used.

Manufacturer narrative:
(B)(4).